Manufacturer narrative:
(B)(4). (B)(6). The device is not available for evaluation, therefore, the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.

Event description:
The facility contacted baxter (B)(4) technical services to report a dual luer lock cap that leaked. The malfunction was reported to have been found during infusion. There was a patient involved; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should additional relevant information become available, a follow-up report will be submitted.